Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4). Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to: endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2011, the patient underwent treatment of an abdominal aneurysm with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On unknown date, follow-up images revealed the aneurysm was enlarged (size unknown) due to a proximal type I endoleak. It was reported the proximal edge of the trunk-ipsilateral component pxt231214/(B)(4) was slightly infolded. On (B)(6) 2017, the patient underwent secondary intervention to treat the proximal type I endoleak. An aortic extender component was implanted proximal to the trunk-ipsilateral component. An angiography showed the endoleak was resolved. The patient tolerated the procedure.